Event description:
During morning inspection, the customer found the device locked up and with a light grey screen. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). The customer biomed further testing was unable to duplicate the lock up failure. Proper device operation was observed through functional and performance testing and the device returned to service. A conclusive cause of the reported event was not determined.